Event description:
I am a type 1 diabetic who uses a medtronic pump with a minimed silhouette infusion set. This is a known issue, reported by medtronic via email to its customers today ((B)(6) 2014) but that hasn't yet been corrected. The set has broken off exactly where they report the issue: right above where it is supposed to deliver. This has happened more than five times separate during sleeping, where I've woken up with an extremely high blood glucose reading (over 400 mg/dl) and in mild dka. I was able each time to correct the situation by reconnecting my infusion set but the situation is extremely dangerous. Medtronic now suggests checking blood sugar regularly, but I already do that: the issue is that the problem happens during the night, and per medtronic itself, the pump does not alarm when this happens - so there is no way, as a patient, to prevent the issue.